Event description:
It was reported that the 6800 sys experienced intermittent no-boot up during initial turn on of the day. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced main cpu with single board computer (sbc) kit. The sys was tested and found to be working as intended and placed back into svc.